Event description:
It was reported that two months after the artificial urinary sphincter (aus) revision surgery the device keeps deactivating and the patient is incontinent. The patient has a medical appointment scheduled for a future date. No additional patient complications were reported.

Event description:
It was reported that two months post-revision of this artificial urinary sphincter (aus) the device periodically deactivated and the patient is incontinent. A replacement surgery was performed and no further patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of deactivation problems could not be confirmed. Correction: update to e4.